Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown, not provided if explanted; give date: not applicable at this time; lens planned for explant. Device manufacture date: unknown, as serial number was not provided. (B)(4). The device was not returned for analysis. There was no serial number reported for the device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) will be explanted due to the patient being unable to tolerate glare/halo in the symfony eye. Patient's fellow eye has a monofocal lens, type unknown. No further information was provided.